Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient developed a uti during use of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: -this product contains natural rubber latex which may cause allergic reactions. -do not aspirate urine through drainage funnel wall. -single patient use only. Do not reuse. -do not resterilize. -for urological use only."

Event description:
It was reported that the patient developed a uti during use of the catheter.